Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Complaint confirmed. Evaluation of the returned device revealed a diagonal fracture with a rough surface and little deformation at the hex-tip proximal end where tip joints to shaft cylindrical body, which is typical in metal mechanical fracture as result of bending stress. Complainant's event typically caused when the joint is flexed during insertion of the implant with the driver engaged or prying/leveraging of the driver. Material analysis confirmed correct material type and hardness. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
While putting screw in tibia during an acl reconstruction,the tip of the driver broke off inside of screw. Screw was seated securely and case was completed.